Event description:
It was reported that acticoat could not be removed after 2 days of product use. It was removed after 15 minutes of using prontosan, but it still could not be removed without leaving a residue.